Event description:
Report received-pt expired-cause of death unknown. Follow-up with hcp of record revealed pt was seen in office in 2003 for refill and pt died the next day at the hospital. Hcp has been requested to provide signature of death certificate but has not received any of the paper work to date. Unknown if post mortem has been conducted. A supplemental medwatch report will be filed when add'l info is received.